Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-33, lot# v806675, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the first device had to be replaced because the leads came loose/moved. The caller didn't know what had happened, they were just told that when they checked their device. No falls/trauma reported to be related to the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.